Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that nearly 9 months after the dental implant was placed in ada site 12, the implant had not achieved osseointegration in type ii bone. Clinician reports insufficient bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that nearly 9 months after the dental implant was placed in ada site 12, the implant had not achieved osseointegration in type ii bone. Clinician reports insufficient bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.